Event description:
The generator was returned and product analysis was completed on 10/27/2016. A comprehensive electrical evaluation was performed on the generator and with the battery intact, it passed all functional specifications. The battery was removed and the generator module was subjected to an electrical test in which various tests failed. The available data showed that the battery had a minimum vbat value of 1.888v measure on (B)(6) 2016 (explant date). Burn marks were observed on the generator case, indicating that the generator may have been exposed to electrocautery at explant. The data also showed that approximately 12% of the battery capacity had been consumed. The diagvbat calculation performed in the pa lab resulted in approximately 2.299v. Remaining residual material on the pcba edge after the manufacturing process resulted in increased current consumption on the generator.

Event description:
Additional information was received through investigation of similar events and consolidation of data which identified that the cause of the premature battery depletion was related to contamination on the printed circuit board assembly (pcba) edge. This debris/contamination provided a current leakage path and was caused by the laser-routing of the device during manufacturing.

Manufacturer narrative:
(B)(4).

Event description:
A physician reported that a patient was scheduled for a battery replacement 1 year after implant. A review of the device history record for the generator revealed that the generator passed all functional and electrical requirements prior to release for distribution. The generator was replaced on (B)(6) 2016 and has not been received by the manufacturer to date. Post-op impedance values were within normal limits. No further relevant information has been received to date.